Manufacturer narrative:
Per investigation findings by the manufacturing site: the device was not sent to karl storz for inspection. A technical inspection regarding the error description provided by the customer, "no image," cannot be confirmed. A technical inspection and error analysis to determine the cause of the error in relation to the customer's description cannot be carried out because the item has not been returned. According to the customer, the tipcam is still in use. The evaluation revealed a single error. No further measures will be taken. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was imported into the us by medtronic netherlands, and then distributed to the customer (B)(6) hospital. We are submitting this medwatch on behalf of the manufacturer in germany. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that the endoscope camera did not function and there was no image. A new endoscope was replaced to resolve the issue. There was a 5-minute delay. There was no patient injury. No negative impact in state of health reported.